Event description:
The logs showed safe state and low battery. Pt was nonverbal. The device system was used to deliver baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).